Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer also found that the cannula was bent, she changed the infusion set twice. The customer was treated for the high blood glucose with bolus. The customer declined troubleshooting for high blood glucose level and bent cannula. The insulin pump was not returned for analysis.